Event description:
It was reported that a malfunction alarm occurred, indicated by malfunction code malf 9. Customer¿s blood glucose levels did not exceed 500 mg/dl, showing no adverse impact. Technical support provided pump reset information, assisted with resetting, and ensured that the malfunction did not recur. Customer was advised to continue using the pump and to report back if the issue arose again, which the customer acknowledged and understood.